Manufacturer narrative:
One used device was received for evaluation. Functional and visual testing were performed; however, the reported issue could not be duplicated. No damage or anomalies were observed from the cuff, inflation line, nor the pilot balloon. Therefore, the complaint of leakage could not be replicated or confirmed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the endotracheal tube had a split. There was unknown patient harm or adverse event reported.